Manufacturer narrative:
The bench repair technician (brt) evaluated the device at bench and determined that the ECG equipment malfunction due to malfunction of processor pca. The processor pca was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was an ECG malfunction error. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.